Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was seen in the office today due to being electrically stimulated at the pocket site during recharging. Technical services suggested using belt, adding layer of clothing between patient/recharger, decreasing recharge speed and to attempt to gather more info about the sensation. Technical services reviewed to call back once they meet with the patient.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the recharger would connect to the ins for about 10-15 seconds then disconnect and patient was feeling buzzing/electrical discharge at the pockets site right in middle of the recharger. They noted that no error messages had been seen on the recharger app. The ins is palpable and they had already tried several positions in attempts to maintain connection. Upon connection with ins, the patient would feel electrical sensation a little bit and then each time recharger disconnects/reconnects the sensation was getting stronger. The caller decreased the recharging speed but the patient still felt sensation. The caller stated they had tried placing clothing in between recharger/skin but then recharger would connect, they got the same result if they used the belt and patient could still feel sensation. The patient generally charges while laying on their side (opposite the ins) and then holding the recharger with their hand. The caller had patient stand up in office to charge and they still felt sensation. Technical services (ts) asked if the patient had noticed any redness/irritation at pocket but patient has not looked - caller looked in office and stated site was unremarkable. Ts had the caller reset the recharger, which resulted in connecting to the ins with excellent connection (ins was at 20%). The recharged stayed connected and the patient was not feeling the buzzing sensation. The caller increased recharging speed but the patient felt slight sensation so they turned it back down. The caller asked earlier on the call if another recharger would help - ts reviewed that is an option but it was unknown if that would resolve all issues. Ts reviewed if everything was going well with connection/lack of sensation, they could try increasing the recharger speed. Ts transferred caller to mobility to get recharger logs. Additional information was received from a manufacturer representative (rep). With regard to the specific location that the patient felt the discomfort when recharging, the rep reported that the patient had stated the discomfort was wherever the patient placed the recharger. They described the sensation as being shocked or zapped. The sensation was present anytime the device would connect, disconnect and reconnect again. The patient said that it became more and more noticeable each time the device lost connection and reestablished connection. The sensation was present during every charging session. The patient was not reportedly hot or sweaty during the times the sensation was felt. A layer of clothing between the skin and the recharger was not initially used, but after troubleshooting, a layer was added to stop the sensation. Troubleshooting did improve the sensation. The layer of clothing was over the entire recharger. The belt was not used, because connection issues occurred when using the belt.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger product ID cd9000 lot# serial# (B)(6) implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.